Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The cause of the monitor not being able to power on was a damaged internal 20 pin cable. The root cause of the damaged pin cannot be positively determined. The past patient to use this monitor did not report any deficiencies. No adverse event resulted from the defective monitor.

Event description:
A review of service data detected a reportable event. During servicing, monitor (B)(4) was found to have a damaged internal wire. The last patient to use this battery did not report any deficiencies.